Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently miscalculated the carbohydrates for a bolus and blood glucose (bg) lowered to 20 mg/dl. Paramedics provided assistance and the customer consumed glucose gel tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.